Manufacturer narrative:
Complaint history review; risk assessment. Because the device was not received back for evaluation, inspection and testing cannot be performed to aid in root cause analysis. The root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that; tip broke off in patient pedicle. Approx 1 inch. Attempted to use tap to dig it out and tip of tap broke along with the t handle it was attached to.

Event description:
It was reported that; tip broke off in patient pedicle. Approx 1 inch. Attempted to use tap to dig it out and tip of tap broke along with the t handle it was attached to.